Event description:
It was reported that the needle and cannula deployed early, indicating a failure of the needle mechanism. The pod was not worn, and the blood glucose (bg) levels were unaffected.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. "Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly".

Manufacturer narrative:
Inspection of the device found no damages or defects that would result in the needle deploying early. Review of the data shows the device completed multiple bolus deliveries following the priming sequence. The device generated an 0x6a occlusion alarm. Inspection of the device found no damages or defects that would contribute to the device alarming. The cause of the occlusion alarm could not be conclusively determined.